Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in canada. It was reported that a patient was maintained on ECMO without issues from (B)(6) 2023 when a wean assessment was performed. Patient developed pulmonary hemorrhage, increased plasma free hemoglobin, hemolysis, shock, dic, on the 28 december. Steps to resolve: the circuit was changed and then the patient stabilized, and additional antibiotics were added in the event that this was infectious related also. The patient developed acute kidney injury and required continuous renal replacement therapy. The patient was separated from ECMO on (B)(6) and remains intubated in the ICU. The beq-rf-32#rotaflow centrifugal with lot# 3000286569 was provided in the complaint as the affected product. More information about the event is requested by the ssu (sales and service unit) but still pending. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer is notifying getinge that one of the recalled beq rf 32 devices was used on the patient. Recall dyr 2388. There is no failure associated with the rotaflow hardware or centrifugal pump. There is no disposable available for return. No further information will be received from the customer despite several requests. The event occurred in canada. It was reported that a patient was maintained on ECMO without issues from on (B)(6) 2023 when a wean assessment was performed. Patient developed pulmonary hemorrhage, increased plasma free hemoglobin, hemolysis, shock, dic, on (B)(6). Steps to resolve: the circuit was changed and then the patient stabilized, and additional antibiotics were added in the event that this was infectious related also. The patient developed acute kidney injury and required continuous renal replacement therapy. The patient was separated from ECMO on (B)(6) and remains intubated in the ICU. The beq-rf-32# rotaflow centrifugal with lot#: 3000286569 was provided in the complaint as the affected product. The production records of the affected beq-rf-32# rotaflow zentrifugal with the packaging lot#: 3000286569 (fauf:102785632) and basic lot: 3000278447 and 3000277626 were reviewed on 2024-04-24. Following steps are performed according to the bop with a 100 % inspection: assembling housing functional test according to the final test results, the beq-rf-32# rotaflow zentrifugal with lot#: 3000286569 passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. A medical review by getinge medical affairs team was conducted: according to the complaint narrative the patient experienced a severe form of hemolysis that can be caused by a myriad of factors that are indeterminable given the available data. The reported harms of increased free plasma hemoglobin, dic, pulmonary hemorrhage and shock, as well as the observed aki that later required crrt, are consistent with hemolysis but is challenging to associate a direct link to product given indeterminable sources and a functional rf32 disposable (as reported). According to the dcu questionnaire, the rotaflow pump drive itself was apparently working properly and displayed no malfunction, ¿please indicate if there was any specific malfunction of the beq-rf-32 (other than the recall notification) no malfunction". The sparse information provided for this review does not offer a clear association of the event with the rf-32 rotaflow pump head. A definitive root cause for the observed hemolysis could not be established given the available information. Further, because the disposable was discarded, an investigation of the product by life cycle engineering was unable to be performed. The disposition of the patient and the details regarding the conduct of extracorporeal support are unknown. Therefore, a clear determination of an association between the reported hemolysis, the reported symptoms, and the rf-32 centrifugal pump cannot be clearly established at the time of this review. This complaint was found in the database of customer complaints for the beq-rf-32# rotaflow zentrifugal as a single event (time frame from 2024-01-03 till 2023-01-03). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text: 4115.